Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe, with tip protector, in a tray with other items was received for the report. The returned sample was visually inspected and was found to be non-conforming as the needle is slightly bent. The sample was functionally tested for actuation and was found to be conforming. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. Photo is of a pack lid and reported product and lot information is not confirmed. The reported issue could not be confirmed. The returned sample was found to be functionally conforming for actuation; therefore, an issue with actuation of the cutter as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation also confirms the probe had a bent needle. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action was taken as the returned probe was functionally conforming and the exact root cause for the bent needle was unknown. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy cutter stopped actuating during cataract and vitrectomy combination surgery. The condition of aspiration was unknown. The surgery was completed after replacing the product with another one. There was no patient impact.